Manufacturer narrative:
This follow up report is submitted to th efda in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on april 16, 2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management of appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems. Upon evaluation of the device, the complaint was confirmed. Initial visual inspection of the actual sample revealed crazing around the top and bottom housing welds. A small crack was observed on the top housing underneath the outlet port. This crack was perpendicular to the top housing weld. The actual sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660 mhg and ran for 5 minutes. In approximately 30 seconds, the sample started to leak very slowly. The leak was coming from the cracks in the top housing located at the top housing / separator weld underneath the outlet port of the pump. The crack was caused by dehp compound residue on the x-coated separator of the pump. The separator came into contact with dehp when it was dipped into the incorrect tank during manufacture.

Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, a leak was found between the top housing and separator of the centrifugal pump. No patient involvement as it occurred during prime; product was changed out; procedure was completed successfully without delay.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).